Event description:
The complainant alleged that during a routine shift check by a clinician that the device intermittently displayed an "error 70" message. The complainant indicated there was no pt involvement with this reported incident.